Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product/provided pictures confirmed there was white and brown debris on the tubing of the all devices/packages. The debris was visible at 12-18¿ under normal lighting with up to 10 second inspection. Therefore, the packaging does not meet acceptable criteria. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during surgical prep, foreign substances were found inside of the sterile tray. There was no patient involvement, impact, or delay reported. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.